Event description:
Arjo became aware of the event involving citadel plus malfunction. The customer reported that the side rail panel won¿t stay in raised position. An arjo service technician inspected the device and observed that the side rail was loose and hanging off the bedframe. The partial side rail detachment occurred. No injury was reported.

Manufacturer narrative:
Investigation is ongoing. Results will be provided in the final report.

Manufacturer narrative:
The arjo service technician inspected the device and found that both foot-end side rails were damaged. The lower arm (part of the side rail assembly) of the right-hand side rail was broken, which caused the side rail to be unable to remain in the raised position. Due to that the facility staff placed a tiedown between the two right-hand side rails to keep the detached side rail in the raised position. The left-hand foot-end side rail was bent but still attached to the frame. In the investigated complaint, the customer informed only that the side rails were damaged by the patient. This is in line with the the photographic evidence provided, analysis of the previous complaints and the conducted investigation. It is believed, that the most likely scenario is that the right-hand foot-end side rail detached due to excessive external force applied. According to instruction for use citadel plus (IFU, 831.374-en rev. 11): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks, or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ to sum up, the right-hand foot-end side rail of the bed was detached from the bed frame, thus the arjo device did not meet the specification. The complaint was assessed as reportable due to detachment of the side rail which can lead to a patient fall. No injury was reported.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer reported that "siderails will not stay up". No injury was reported. Inspection performed by an arjo service technician revealed that the right-hand side rail's lower arm (part of the side rail assembly) was broken and unable to stay raised. The left-hand foot-end side rail was bent but still attached to the frame. The patient was still in bed when arjo's service technician visited the facility. Before inspection, the patient was transferred to another bed.